Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenotic lesion was located in the severely calcified and moderately tortuous left common iliac artery. Access was obtained through the left brachial artery. The physician advanced the 6.0x20/135cm sterling balloon to the lesion to predilate. On the first inflation, the physician inflated the balloon to 10atms for two to three seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a synergy balloon and the deployment of a stent. Patient status is reported as "fine".

Manufacturer narrative:
(B)(6). (B)(4).